Event description:
Physician reported unknown side "patient presented with suspected symptoms bia-alcl, symptoms reported of inflammation, seroma and presence of mass near implant. Patient tested for bia-alcl and tests came back negative. The physician was concerned that the patient may be a squamous cell carcinoma case." The device remains implanted.

Manufacturer narrative:
Initial reporter email: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  seroma.